Event description:
It was reported that the patient's lead has had an increase in sensing integrity counts over the course of the last year. All other measurements are stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.